Event description:
It was reported in 2008 by the customer that when entering image capture mode, the video display showed a double blurry image. The customer rebooted the computer and the biomed swapped out the video monitors and cables. The biomed swapped out video carts so that the customer could finish the procedure. Customer stated that the pt was under anesthesia for a prolonged period of time. The customer was contacted by olympus and we were unable to determine the additional period of time, however, no pt injury was reported.

Manufacturer narrative:
An investigation is currently being conducted, and olympus has been able to confirm that this reported problem may occur only when the user initiates image capture after a system reboot. If the user exits the image capture mode and reenters this mode, the image problem disappears. The hospital has been instructed to set endoworks to "scope mode" and to not to use endoworks "pc mode" as this eliminates any potential impact on the live image display. A root cause investigation in still in progress.